Event description:
While attempting to perform a fetal screen on two patients, with the fetalscreen ii kit lot number v141993 expiration date 02/04/2014 the kit failed to produce a positive control acceptable result, patient tests were not reported and were sent to reference lab for testing. Called ortho diagnostics and was told by troubleshooting technician to wash the cells by hand and to increase centrifuge time to correct the problem.